Manufacturer narrative:
Reported event: an event regarding revision involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: no information was provided for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: this root cause of this revision was due to an incorrect selection of the metal head size. A review of the DHR confirmed product labels were correct. No further investigation is required at this time.

Event description:
I covered an on-call off case with a dr. On (B)(6) 2016 ((B)(6)). The original plan was to use exeter/ trident with a 32mm bearing but as a last minute decision the surgeon decided to change to using an accolade ii/ trident. I brought the matching implants into theatre according to the trident cup used and he then decided to also use a 36mm liner. After the stem was implanted and all was trialed again a 32mm lfit +0 head was opened and implanted. This was only picked up after the patient had been closed up and removed from the theatre.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
I covered an on-call noff case with a dr. On (B)(6) 2016 ((B)(6) holiday). The original plan was to use exeter/ trident with a 32mm bearing but as a last minute decision the surgeon decided to change to using an accolade ii/ trident. I brought the matching implants into theatre according to the trident cup used and he then decided to also use a 36mm liner. After the stem was implanted and all was trialed again a 32mm lift +0 head was opened and implanted. This was only picked up after the patient had been closed up and removed from the theatre.